Event description:
Additional information received reported the patient was doing well after his pump connector replacement.

Event description:
It was reported that two days after an elective replacement of the pump, the patient began itching and had increased spasms. The patient was given oral medication and an in office bolus with an increased dosage. The device system was delivering lioresal. It was later reported that the patient was experiencing withdrawal immediately post pump replacement. The intrathecal dose was increase from 800 mcg 1000 mcg/day and boluses had been given with one yesterday ((B)(6) 2014) and the patient responded so he was doing better, but not back to normal. The patient was also given a prescription for oral baclofen (B)(6) 2014 and just filled it and started on it today. It was later reported that a dye study was done on (B)(6) 2014 and dye was visualized in the pocket. The sutureless connector was replaced; the original was at an acute angle with the pump allowing leak of csf (cerebrospinal fluid) and drug. It was later reported that the patient was at home and doing well.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709sc, lot# n187816009, implanted: 2009 (B)(6); product type catheter. (B)(4).